Manufacturer narrative:
The company opened a CAPA to investigate late reporting issues. After a retrospective review, this complaint was found to be reportable to the us FDA and is therefore reported now.

Event description:
Reportedly, the pit button of the subject home monitor remains red, preventing its use.